Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 ¿per iso11135 ¿ and eo residual levels in compliance with (B)(4). Each lot ¿is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pods insertion site while wearing the device. The patient reports symptoms of burning, pain, itching and swelling at the infusion site (hip/buttocks). In addition the infusion site has a bump and the patient had a low grade fever. The patient reports they are allergic to the plastic adhesive and lanolin. The patient removed the pod form the infusion site. The patient had gone to a scheduled appointment with their doctor where they had been diagnosed with an infection at the pod infusion site. The patient was prescribed an antibiotic from their primary care physician.